Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant high out-of-range shock impedances and non-detection were observed. It was found that the programmer was not connected to the device being implanted. After restarting interrogation and selecting the correct device no further issues were observed. No adverse patient effects were reported. This device remains in service.